Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2024 customer reports: sensor glucose vs. Blood glucose, and cal error/ calibration not accepted. Following our receipt of the one partial returned used sensor/missing one needle hub, and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specification due to high readings. Place sensor under microscope and found sensor gold trace damage (corroded) and cracks on the gold trace on the working and counter electrode. See attached file for bts result. In summary the customer complaint of unexpected sensor alarms was confirmed. Found sensor with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 62 mg/dl while blood glucose value was 200 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for 4 days or more. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7040a. Mmt-7040a was returned for analysis.